Event description:
Nurse is calling for pt. She states that pt is in hospital for surgery related to a terminal illness. The nurse reported that she tested the pt and his blood glucose was 600 mg/dl. The pt was given a IV to reduce his elevated blood glucose values. The nurse stated that the pt did not exhibit any symptoms related to the elevated blood glucose as he is currently unresponsive due to recovering from the surgery. While troubleshooting with a company representative, it was determined that the infusion device was not primed and the clock was not correctly set. The nurse was educated regarding the proper priming of the infusion device and how to properly set the clock. The nurse indicated that the pt's blood glucose values reduced and the pt is fine. No product was requested to be returned.

Manufacturer narrative:
H6: product not returned for evaluation.